Manufacturer narrative:
A4: unk, a5: unk, a6: unk, b3: unk, d6b: unk, h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.5/070 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2024. The lens was explanted due to lens dislocated/subluxed and glare/halos. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.5/070 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to lens rotation not associated to a low vault (lens dislocation/subluxation and glare/halos). The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).